Manufacturer narrative:
(B)(4). Catalog number 062903-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. Device is expected to be returned for evaluation, however, it has not yet been received. Upon receipt, the sample will be evaluated and a follow up will be submitted. Ulceration is a known complication of an nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of nasogastric jejunal tube. On an unreported date, the patient went to the hospital for peg/j placement procedure. During the endoscopic gastroscopy, two minor ulcers were observed at the pylorus, possibly due to friction with the nj tube.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2018, 10 days ago, the biopsy results were positive for hp (helicobacter pylori). The treating gastroenterologist prescribed antibiotic tab flagyl 500mg (1x2), amoxil 1000mg (1x2) and klaricid 500mg (1x2) for 10 days. On (B)(6) 2018 was the last day of the antibiotic treatment and the treating gastroenterologist stated they can arrange the peg/j placement procedure. It was undetermined if the cause of the ulcers was the h. Pylori or the nj tube.